Event description:
A report was received stating that the patient's suffered a heart attack, due to the activation of the precision system. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation.